Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced hyperglycemia with a reported blood glucose of 400 mg/dl, which resolved to target after the caregiver replaced the infusion set and supplies; the caregiver suspected a bad infusion site, and no alarms or alerts were reported. Symptoms included elevated blood glucose. Outcomes included no hospitalization and recovery after supply replacement. Investigation included review of complaint details and replacement of supplies to restore therapy. Investigation of this case revealed that the cause could not be confirmed due to unavailable lot information and no device evaluation. It was concluded that the event was consistent with hyperglycemia of unclear cause, possibly related to an infusion site issue, with resolution after set replacement. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.